Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged. Customer suspected the cable to be the cause, however, tandem technical support was unable to confirm this allegation. Customer¿s blood glucose level was 170 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy. Multiple follow up attempts were made to obtain additional information, however, a response was not received.